Manufacturer narrative:
The lot number was not provided. Without a lot number, expiration date, manufacturer date, and UDI cannot be determined. Initial reporter was the (B)(6) via report # (B)(4). 3m followed up with the facility reporter and included her contact information. The customer reported the electrodes were thought to be in place during the MRI. The product IFU has the following warning: warning: this device has not been tested for use during magnetic resonance imaging (MRI) procedures. The use of conductive patient-connected devices and patient lead wires/electrodes in MRI procedures may result in serious patient burns. If a physician orders this device to be used during MRI procedures, the user should not allow loops in patient lead wires or allow the lead wires to come in contact with the patient's skin. End of report.

Event description:
A hospital employee reported a patient had two 2235 3m¿ red dot¿ monitoring electrodes applied to his chest for cardiac monitoring. The electrodes were reportedly left on during an MRI procedure and the patient experienced a third degree burn under the lower electrode site and a lesser, unclassified degree burn, under the upper electrode site. Medihoney® gel and mepilex® dressings were used for treatment.